Event description:
Patient is on home continuous milrinone infusion. We use an ms402 36" extension m/f between patient and pump tubing. The tubing disconnected from the male connector. Patient had to pause infusion for over an hour and wait for nurse to come to remove extension and reconnect. Patient used this particular tubing with defect on (B)(6) 2012.